Manufacturer narrative:
H6: corrected the following: type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was not packaged in a non-conforming vacuum bag.

Event description:
It was reported via legal documentation that approximately 90 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices. 4491040 200-02-32 - three peg patella 32mm. 4511373 02-010-03-0330 - logic cr femoral cem, right, sz 3. 4553011 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.